Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had difficulty inserting reservoir. Customer reported that insulin pump alarmed "max fill reached". Customer attempted to deliver a bolus and received a "max bolus exceeded. Customer's blood glucose was 492 mg/dl. Customer was assisted with priming and rewind. Customer was also assisted with programming max bolus, as a result, customer was able to deliver a bolus.